Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿rupture¿, ¿small cysts simple¿, ¿solid nodule in the retroareolar region/jqs in the left breast, with suggestive characteristics of benignity¿, and ¿left silicone implant with a heterogeneous content at the expense of liquid in the interior, predominating the lower portions or areas of increased permeability of the elastomer capsule¿. The device remains implanted.